Event description:
It was reported that an ilet user observed bleeding at the contact detach infusion set anchor site with concurrent elevated blood glucose readings (pump 207 mg/dl, fingerstick 189 mg/dl rising to 215 mg/dl) and expressed concern about latex exposure; the adhesive was confirmed latex-free, and the user was advised to change the infusion set given site irritation and extended wear beyond the recommended interval, though the user hesitated due to remaining insulin. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.